Event description:
Device interrogated. Found 18 non-sustained episodes with ventricular rates varying 290 milliseconds to 140 milliseconds, beats lasting 5-7 beats. 6/02 found 17 non-sustained episodes with rates varying 300-160 milliseconds duration 5-7 beats. Device data disk sent to medtronics and report sent back. Lead failing due to decreasing impedance (max ring coil lead). Pt will be hospitalized for laser lead extraction.